Event description:
Device 2 of 2. Reference MFR report: 3008829311-2016-00223. Additional information indicated that this lead was identified as not being explanted, however lead reported under MFR report number 3008829311-2016-00223 was explanted and replaced.

Manufacturer narrative:
(B)(4). The allegation of lead migration cannot be confirmed or refuted via laboratory testing. (B)(4).

Event description:
Device 2 of 2: reference MFR report: 3008829311-2016-00223. It was reported that patient had bilateral drg leads implanted at l4 location and the left lead has migrated. It is unclear which implanted lot refers to the left location therefore all possible lots are being reported. Surgical intervention has not taken place but is anticipated at a later date.